Event description:
Hcp reports ipg device explantation due to battery depletion and device pocket infection. The device pocket produced staph growth. The ipg was replaced and the hcp reports the patient is doing good with no complaints. The device was explanted and returned to the manufacturer for analysis.